Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips using the packaged needle. During injection, there was significant pressure experienced. The healthcare professional was unable to push plunger in and as they continued to try to inject the product, the syringe dislodged from needle and all product squirted out.¿ the needle remained in the patient's lips. There was no harm or adverse event to the patient.

Manufacturer narrative:
Lab analysis of the device found 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Without cap nor needle. No defect observed. All released batches are compliant with the processing steps described in the master batch and our specifications and especially the sterilization cycle was recorded as compliant. All microbiological, physical and chemical results (endotoxins, bioburden) are recorded in compliance with our specifications and especially the extrusion force value shows our product¿s expected consistency. There were no non conformities with the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The release step combined with the absence of any deviation shows that no element could explain these issues.

Event description:
Healthcare professional reported injecting a patient with juvederm ultra xc in the lips using the packaged needle. During injection, there was significant pressure experienced. The healthcare professional was unable to push plunger in and as they continued to try to inject the product, the syringe dislodged from needle and all product squirted out.¿ the needle remained in the patient's lips. There was no harm or adverse event to the patient.